Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l5-s1 using rhbmp-2/acs on (B)(6) 2012. Post operatively, patient developed increasingly severe pain, that eventually developed into paresthesias including numbness and tingling that radiated through his left lower extremity. On (B)(6) 2012, patient underwent a revision surgery to evacuate inflammatory fluid, and remove bone that was emerging from the rhbmp-2/acs application site and impinging on the exiting nerve roots. Patient continues to suffer from severe pain that begins in his lower back and radiates to his lower extremities. Patient continues to suffer from paresthesias including numbness and tingling so severe that his legs give out and he collapses.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012: the patient underwent fusion surgery in which rh-bmp2/acs was used. As per op-notes, ¿surgeon next proceeded with the combined interbody fusion and posterolateral fusion. The disk space was trialed. It appeared 10 x 26 mm cages had the most appropriate fit for restoration of height and lordosis. I packed autograft from the laminectomy site anteriorly in the disk space by rh-bmp2/acs sponges. I then packed 2 peek cages size 10 x 26 mm with actifuse allograft matrix and rh-bmp2/acs sponges. The cages were tamped into position and visualized under fluoroscopy. They appeared to be in good position with good restoration of height and lordosis.¿